Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at a non-surgical procedure on saw bones in an orthopedic office, it was observed that the trigger on the battery reamer device keep getting stuck in the down position and might be slightly bent. The event was not related to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device trigger got stuck when pressed and would not return to original position, failed cannulation test and there was an unknown liquid substance found on internal components. It was also observed that the trigger pin was bent and electric motor was vibrating excessively. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.